Manufacturer narrative:
The insulin pump alarmed button error after it boot up and the esc button had intermittent button response due to corroded keypad traces. The device had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while the customer was out exercising and began vibrating. The customer did not know the blood glucose reading. The customer stated that he was unable to navigate through the insulin pump's menus. A battery replacement did not resolve the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.